Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), an existing competitor left ventricular (lv) lead was unable to be plugged into the lv port and a grommet/setscrew problem with the crt-d was noted. It was added that during the implant, oil was used in an attempt to connect the lv lead and then the lv lead was plugged into the atrial port of the device, which yielded no issues. Next, the physician tried to plug the atrial lead into the lv port; the lead was blocked at the beginning of the metal tube and the pin of the lead never reached/crossed the screw position of the device. The physician elected to not implant the device and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.